Manufacturer narrative:
Device en route to bsn.

Event description:
A report was received that the patient was experiencing insufficient pain relief. The patient underwent an explant procedure and was doing well post-operatively. The physician did not suspect device malfunction.

Manufacturer narrative:
The patient was explanted due to ineffective therapy. The device passed the functional test and revealed no anomalies.

Event description:
A report was received that the patient was experiencing insufficient pain relief. The patient underwent an explant procedure and was doing well post-operatively. The physician did not suspect device malfunction.